Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the atw35 misfired and the eph03 tip broke off. Rep stated only vague details were given. Rep will try to gather more details. There was no consequence to the pt.